Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain and for failed back surgery syndrome. It was reported that the patient had a gastric sleeve bypass done in (B)(6) of 2019 and has lost over 100 pounds since then. Now the patient would like his device removed because the implantable neurostimulator is up to the top, it is really sensitive, and it hurts if it touches anything. The pain started in about the middle of (B)(6) of 2019. At the time of the report, the patient was not able to charge the implantable neurostimulator, and the recharger and patient programmer were not connecting to the implantable neurostimulator. It had been this way for about six months. The patient was looking for a surgeon to remove the device. There were no further complications reported.